Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had inappropriate therapy for an supra ventricular tachycardia. Programming changes were made. The patient would continue to be monitored. No further information was available.

Event description:
New information received noted that there was no other instance after the programming change.